Manufacturer narrative:
One cadd cassette was returned for analysis in used condition. The sample received was visually inspected and no discrepancies were detected. Functional testing included use testing. The product was successfully attached to the pump without any alarms activating, it was also set to run without any difficulties. The customer stated issue could not be duplicated and was not confirmed.

Event description:
It was reported that the device gave a "high pressure" alarm with a cassette attached. No known adverse effects to patient.